Event description:
The facility reported an overinfusion, found during pt use with no pt injury or medical intervention requried. The total fill volume of the device was 42ml. The contents were 2 ml of morphine, and 40 ml of normal saline. The device infused 42 ml in 20 hours. The location of the catheter is unk, and the bolus button was not connected. The temperature and heat source is unk.